Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited failure to capture and unspecified oversensing. No intervention was performed. The patient's condition was unknown.